Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) system overheating occurred. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h6 h6(investigation type, investigation findings, investigation conclusion,), h11. It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) system overheating occurred. There was no patient harm or injury reported. After restarting the device after the occurrence, the problem no longer occurred, so the device was continued to be used. The patient had been experiencing irregular heartbeats and a pattern of faster heartbeats. It is highly likely that the problem was caused by the patient. A getinge field service engineer evaluated the device and recurrence was not confirmed. Checked the scroll compressor, temperature sensor, and vacuum/pressure regulator settings inside the equipment, but found no problems. Just to be safe, cleaned the compressor fan and readjusted the regulator. An operational inspection was then conducted , but no problems were found, and the results were good.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).